Event description:
Philips received a complaint on the patient information center ix indicating that there was a loss of all the scopes of the central station on (B)(6) 2025, between noon and 2 p.m., and after a restart, it came back. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A remote service engineer (rse) analyzed the central station logs and the switch logs and determined that the problem stemmed from the fact that ports 23 and 24 of the switch have a hybrid configuration access and distribution. This hybrid configuration, which allows to communicate with another switch as well as with a monitor or a central station, is not optimal and has been determined to cause the intermittent outages. The rse recommended moving the cables corresponding to the central station and the overview on ports 21 and 22. Therefore, the cables need to be switched from ports 23 and 24 to ports next to 21 and 22. Following the procedure, the central station will require a reboot. Based on the information available and the testing conducted, the cause of the reported problem was the hybrid configuration of the switches. The reported problem was confirmed. The device was operational after rebooting the main central station and the switch. Section e reporter phone #: (B)(6).